Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired a few clips out, but the would not close down onto the vessel. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 5/4/2009. Info anticipated, but unavailable at this time.